Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. Manufacturer date is unknown as lot no was not provided. The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that during cataract surgery on (B)(6) 2019, once he applied the phaco tip to the patient's left eye he immediately saw a white plume appear and removed the tip. The patient required a single figure 8 suture following the corneal burn. The surgeon reported that the event may have been due to physician technique, but he could not confirm this. On (B)(6) 2019, a secondary procedure was performed on the left eye by applying an additional single figure 8 suture over the incision. The patient is still healing. This report is for the 21 gauge laminar phaco tip. An additional report is being submitted for the compact intuitiv phaco system.